Event description:
Caller reported one potential false negative d-dimer result on the triage d-dimer test kit. Customer is correlating d-dimer samples with a nearby hospital. Some samples were run as whole blood at the nearby hospital, spun down to plasma, frozen within 34 hours and then sent to the clinic. Some samples were run as whole blood at the clinic and then sent to the hospital as whole blood within 30 minutes of testing at the clinic. One whole blood sample was 183 at the clinic and 411 at the nearby hospital upon first run, then 277 upon repeat. All other samples correlated well. The clinic and the hospital both have one meter and they are using different d-dimer lot numbers. The clinic is using lot #50586 in complaint and the hospital is using lot #w50579. The customer believes several of the samples are not correlating well between the two sites. The samples are used for the correlation only, no pt info is available. Cutoff is 400 at the hospital. The clinic is not currently using d-dimer and they have not set an official cutoff. The customer stated they will probably use 400 as their cutoff, but they are still in the validation stage.

Manufacturer narrative:
Investigation pending.